Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.

Event description:
Edwards received information that a patient with a 27mm surgical valve implanted for 16 years, two months, underwent valve-in-valve procedure due to severe mitral regurgitation from a perforated anterior leaflet. A 26mm valve was implanted inside the failing 27mm valve. Tee and fluoroscopy evaluation was indicative of mild canting of the valve on the anterior mitral leaflet side. There was no lvot obstruction. The procedure was deemed complete. The patient was transported out in hemodynamically stable condition. The patient was discharged on pod #2 in stable condition.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Leaflet tears and leaflet disruptions occurring over time are a form of structural valve deterioration that may ultimately result in significant regurgitation requiring replacement of the valve. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that a patient with a 27mm surgical valve implanted for 16 years, two months, underwent valve-in-valve procedure due to severe mitral regurgitation from a perforated anterior leaflet. A 26mm valve was implanted inside the failing 27mm valve. Tee and fluoroscopy evaluation was indicative of mild canting of the valve on the anterior mitral leaflet side. There was no lvot obstruction. The procedure was deemed complete. The patient was transported out in hemodynamically stable condition. The patient was discharged on pod #2 in stable condition.